Event description:
It was reported that cartridge alarm 20 occurred and did not happen during cartridge loading, and caller had no prior history of similar cartridge alarms with this pump. There was no adverse impact to the customer's blood glucose level. Caller loaded new cartridge using proper technique with guidance from technical support and successfully resumed insulin therapy, and original cartridge lot information was unavailable.